Event description:
It was reported the systems power switch was broken preventing the sys from being turned on. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.